Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a patient underwent an abdominal aortic aneurysm (aaa) repair in 2011. As understood, an unspecified model zenith abdominal aortic aneurysm repair graft was used in the repair procedure. The area representative advised he believes the devices that were implanted are the tffb-22-82, tfle-13-88, and tfle-13-72. The last patient follow-up appointment with the implanting surgeon took place in 2014. Then the patient stopped showing up for follow-up appointments. During the week of (B)(6) 2017, the patient presented to a different facility with abdominal aortic aneurysm (aaa) difficulties. A different physician implanted a cuff to extend the length via an endovascular repair procedure. As reported, the following devices were used, a 28mm gore main body, two (2) 6x22 atrium icasts bilaterally in the renals and three (3) palmaz stents size 40,40 and 50 were implanted. The original implanting surgeon was notified of this patient¿s surgery. It was reported that the patient is doing well. The user facility has referred to (B)(6) in response to requests for additional patient and procedure information as well as patient imaging of follow-up visits and of the original and (B)(6) 2017 procedures.

Manufacturer narrative:
Investigation/evaluation: without the complaint device, a physical investigation was not able to be completed. Imaging and procedural notes were requested but not provided. A review of documentation was performed. This included a review of the instructions for use, manufacturing instructions, and quality control data. Based on the investigation evaluation, there is no indication that a design or process-related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Due to insufficient lot information, a device history record review was not able to be performed. Aneurysm progression can occur for numerous reasons including endoleak, endotension, migration, or progression of the patient's disease state. There was no mention of an endoleak, endotension, and migration by the reporter. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.